Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. A shaft hole/perforation was found located near the distal end of the strain relief. The hole is consistent with a static burst most likely caused by the device being blocked during the procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an angiography diagnostic procedure, a catheter shaft rupture occurred the indication of the procedure was due to an endoleak after an endovascular aneurysm repair. Two contrast runs were performed with this imager diagnostic catheter with a flow rate of 12ml/s and a total volume of 15ml per run. On the third contrast run during injection of contrast, at the same rate and volume, the catheter ruptured approximately 7cm from the hub. Pressure limit was set to 1050psi. The location of the catheter rupture was located exterior to the patient. The diagnostic catheter was removed from the patient and the procedure was completed with another imager diagnostic catheter. There were no reported patient complications. The patient status is listed as "stable".

Event description:
It was reported that during an angiography diagnostic procedure, a catheter shaft rupture occurred the indication of the procedure was due to an endoleak after an endovascular aneurysm repair. Two contrast runs were performed with this imager diagnostic catheter with a flow rate of 12ml/s and a total volume of 15ml per run. On the third contrast run during injection of contrast, at the same rate and volume, the catheter ruptured approximately 7cm from the hub. Pressure limit was set to 1050psi. The location of the catheter rupture was located exterior to the patient. The diagnostic catheter was removed from the patient and the procedure was completed with another imager diagnostic catheter. There were no reported patient complications. The patient status is listed as "stable".